Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition it was reported that the pump time is inaccurate. Reportedly, the pump had been shut off for a month. Tandem technical support guided the customer through adjusting their pump time. Customer's blood glucose level was not impacted.